Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised due to multiple falls and had soft tissue injuries that were addressed. Revised to a thicker poly to address stability due to these issues. No loosening and delay in surgery. Doi: (B)(6) 2018, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 151650705 work order 8037987 was manufactured on 02-january-2015. 16 parts were manufactured per specification and all raw materials met specification. 1 scrap part associated with this lot. The part was scrapped for reason code a001: black spot/imbedded particle. This scrap failure mode has no correlation with the complaint failure mode. No reprocessing associated with this lot. One nc (non-conformance) found associated with 8037987. Nr-0099319 relates to a surface finish fail in the poly value stream. Pia 1246685 states that this product issue presents no increased risk to patient safety, and therefore has no correlation to this complaint failure mode.